Manufacturer narrative:
The device was not returned for evaluation. An event regarding unspecified revision surgery involving a triathlon insert was reported. The event was not confirmed. Conclusion: revision surgery took place due to pain whereby the reported insert was exchanged for unspecified reasons. Pain can occur post-operatively for a number of reasons but it is a symptom rather than the cause of the issue the patient is experiencing. The exact cause of the event could not be determined due to insufficient provision of information. Further information such as: lot code information, return of reported devices, x-ras, operative reports as well as patient history and follow up notes are needed to complete the investigation to determine root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Poly insert exchange.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Poly insert exchange.